Manufacturer narrative:
Initial and final MDR 1926695 - MDR 3003442380-2024-17716 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar adhesive events with three infusion sets which fell off during use after being used for one to two days for all events. Patient confirmed to be doing physical activity at the time the set fell off and use of skin tac as adhesive aide used at the area of insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.